Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which all the components were removed and replaced. During the procedure fluid loss was noted as the reservoir was almost empty however the source and cause was unknown. The patient did not experience any adverse events and was expected to fully recover following the intervention.

Manufacturer narrative:
Investigation summary: the device was returned and thoroughly analyzed. The pump component required more than 8 lbs. Of force to activate. Product analysis confirmed pump malfunction but unable to confirm the reported event related to fluid leak. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device was returned and thoroughly analyzed. Visual inspection of the pump revealed that there were links in the kink resistant tubing (krt) going from the pump to the reservoir; however, these were result of sharp instrument damage consistent with explant. Functional testing of the pump identified that the component needed more than 8 lbs. Of force to activate. The cylinders and reservoir were visually inspected and functionally tested; however, no leaks were found and both components performed within specification. Product analysis concluded that needing more than 8 lbs. Of force to activate could affect the device functionality resulting in the reported event. Product analysis confirmed pump malfunction but was unable to confirm the reported event related to fluid leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which all the components were removed and replaced. During the procedure fluid loss was noted as the reservoir was almost empty however the source and cause was unknown. The patient did not experience any adverse events and was expected to fully recover following the intervention.